Event description:
It was reported that a patient presented to clinic with discomfort due to diaphragmatic stimulation caused by the right ventricular (rv) lead. The physician elected to explant and replace the right ventricular (rv) lead. The patient condition was stable.